Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 320 mg/dl after wearing the pod for 12 hours and that the cannula was out of the skin.